Event description:
A customer reported that a pump declared alarm 20 during the load process. There was no adverse impact to the customer's blood glucose level. Despite technical support assisting the customer with loading a new cartridge, the cartridge alarm recurred, resulting in technical support deciding to replace the pump. The customer was advised to use a backup insulin pump to ensure continuous insulin delivery. The customer understood how to put the current pump into storage mode and agreed to return it to tandem using a provided pre-paid label within 10 days.